Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia after breakfast when the meal delivery was canceled in the device history despite the user believing a meal had been announced; the system subsequently delivered correction boluses as glucose was detected out of range, and glucose trended down from 349 mg/dl to 263 mg/dl with a downward trend. Symptoms included hyperglycemia. Outcomes included no alarms and no need for medical intervention or hospitalization, with user education provided and self-monitoring advised. Investigation included customer care review of device history and guidance on proper meal announcement use. Investigation of this case revealed user operational error related to a canceled meal announcement with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement handling.